Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results from 2 patients on two cobas 8000 c702 modules. Patient 1's initial mg result on sn (B)(4) was 2.0 mg/dl. The sample was repeated the next day on the same analyzer and the result was 2.8 mg/dl. Patient 2's initial mg result was 2.0 mg/dl. The repeat result was 3.0 mg/dl. It is unclear which analyzer generated patient 2's initial and repeat results. Clarification was requested but not provided. It is unclear if erroneous results were reported outside of the lab or which results were deemed correct. Clarification was requested but not provided. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
On (B)(6) 2022, the field service engineer (fse) performed decontamination of the flow path of the system water line. The customer reported no further issues following decontamination. The service maintenance actions performed by the fse resolved the issue.